Event description:
It was reported that the device was at elective replacement indicator (eri) despite the voltage being higher than the expected level for eri to be triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.